Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump could not be powered on and remained unresponsive. There was no reported impact to the customers blood glucose level. The customer reverted to an alternate method of insulin therapy.